Event description:
The patient contacted animas alleging that the keypad buttons are becoming unresponsive. Patient still using pump, but tries to use the meter for all possible functions. Per patient there is no damage to the keypad. The patient did not allege any symptoms. The alleged issue was not resolved over the phone. The product was replaced. At this time there is no evidence that the meter caused or contributed to an adverse event. The complaint is being reported since the alleged issue was not resolved over the phone.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the ok and up arrow buttons were intermittently unresponsive. During investigation, evidence of contamination was found under all key contacts.